Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead dislocated multiple times and failed to screw into the myocardium. The lead was removed and replaced. No patient complications have been reported as a result of this event.